Event description:
Case number: (B)(4), mps (B)(6) reported bus voltage error and no power to mics. Case type: tka. Update: "yes, patient involvement. No patient harm, however was under for an extended time. 25 minutes surgical delay. Case was not cancelled, but the following case was. Procedure completed manually. We used the robot¿s planar probe to verify cuts."

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mps reported bus voltage error and no power to mics. Device inspection: per sales force#: (B)(4). Fse noted: replaced cutter input delivery assembly 209954. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Device history review: a review of device history records shows that on 1/25/2010 1 device was inspected and 1 device was placed on: npr 09-12-0128, 09-12-0155, 10-01-0022, 10- 01-0032, 10-01-0070, 10-01-0075, 10-01-0087, 10-01-0019, 09-12-0034. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history: a review of complaints in catsweb and trackwise related to the cutter power input delivery assembly 3.0, catalog#: 209954, shows no additional complaints related to the failure in this investigation. Conclusion: per fse: the cutter power input delivery assembly 3.0 was replaced. The system successfully passed all validation testing and is operating within mako tolerances and specifications. The system is ready for clinical use. Further action: none at this time.

Manufacturer narrative:
As part of the normal complaint follow up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps (B)(6) reported bus voltage error and no power to mics. Case type: tka. Update: "yes, patient involvement. No patient harm, however was under for an extended time. 25 minutes surgical delay. Case was not cancelled, but the following case was. Procedure completed manually. We used the robot¿s planar probe to verify cuts."